Event description:
Per patient's husband the freedom edge pump they received a couple of years ago is no longer working correctly. They have been able to use to complete infusions. Unknown if any missed doses. No adverse events reported. Unknown if device is available for return. Order scheduled with new freedom edge pump for delivery. Serial number was not provided however at the time of the report serial numbers (B)(6) were checked out to the patient. Did the reported product fault occur while in use with the patient? Unknown did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Unknown; did we replace device? Yes; did the patient have a backup device they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes; what is the outcome of the event? Resolved. Common variable immunodeficiency.